Manufacturer narrative:
The customer complaint of a "system error, out of service, revert to manual CPR". Message was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)). The root cause of the issue was due to the faulty processor board. The autopulse platform is a reusable device and was manufactured in 2009. The autopulse platform has exceeded its expected service life of 5 years. Unrelated to the reported issue (during visual inspection) the front enclosure, load plate cover, and top cover of the platform were found damaged. Initial functional testing could not be completed nor could the archive data be retrieved, since the reported issue occurred upon powering on the platform. To ensure that the autopulse platform is functional without issue, the faulty processor board and the damage parts found during visual inspection were replaced and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) displayed a message of "system error, out of service, revert to manual CPR" during a shift check. There was no patient involvement.